Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was unresponsive to the stylus. The programmer is expected to be returned for service, but has not been received. There was no patient involvement.

Manufacturer narrative:
Product analysis:the complaint was confirmed. The stylus and cursor were misaligned. The connection between the display overlay and printed circuit board (pcb) was re-seated, and the stylus was calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service:2018-12-10.